Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach I aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was retrained on the proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm, once in 5 days) and meropenem injection (1.5gm, once daily) for peritonitis. Three days after the event¿s onset, the patient was discharged from the hospital and has recovered from peritonitis. Pd therapy was ongoing. No additional information is available.